Event description:
It was reported that during the procedure the fiber tip rotated independently from inside of fiber, eventually creating end firing from crack in cap. Procedure completed using another device without patient complication.